Manufacturer narrative:
Investigation: visual inspection revealed that the upper tip of the cold jaw silicone boot was detached and peeling. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro tip broke off. The user pulled the device out of the leg and saw the insulation was loose, but no pieces detached. A new kit was used to complete the procedure. There was no pt effects. The product was returned.